Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient. Patient was admitted to hospital to rule out myocardial infarction. On (B)(6) 2011: method: I-stat, time: 13:31, result: 0.10 ng/ml; I-stat, 14:19, 0.00 ng/ml, lab (vista), 13:27, <0.05 ng/ml. Based on the information available at the time, there were no injuries associated with this event.